Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.8 w/marking l110/85 2flute. While no definitive root cause could be determined, it is probable that the drill bit ø1.8 w/marking l110/85 2flute was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 310.509 lot: 221p151 manufacturing site: bettlach release to warehouse date: 28 june 2021 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal radius fracture. The surgeon drilled with the drill bit to insert the screw to the bone shaft and the surgeon drilled several times because the surgeon didn't feel like it penetrated to the lateral side. The x-ray showed that the flute part of the drill bit (about 15 millimeters) was broken, and it remained in the patient. The surgeon removed the broken drill bit from the lateral side with using k-wires. The surgeon confirmed no pieces of the drill bit remained in the patient¿s body and inserted the screw. The surgery was completed successfully within a (30) minute delay. The surgeon commented that the drill bit was bent during the surgery. The patient outcome was reported as stable. This report is for a drill bit. This is report 1 of 1 for (B)(4).